Event description:
It was reported that the cassette was unable to be attached properly. Although three cassettes were tried to be attached, alarm "reattached cassette" was always displayed. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The customer's problem was replicated. The cause of the problem was a defective dso sensor, and it was replaced to fix the issue.